Event description:
It was reported that the field representative called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). It was noted that the patient is pacing dependent. Upon review, cross talk oversensing of atrial signals in the left ventricular (lv) lead channel was observed. Ts noted that the oversensed atrial signals then led to left ventricular protection period (lvpp) to be initiated causing the device to inhibit lv pacing. Ts discussed programming optimization with the field representative. No adverse patient effects were reported. The crt-d remains in service.